Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4), (B)(6) has been listed in sections d.3. And g.1. And the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse used a carpuject with an unknown 27g bd eclipse needle. The safety mechanism was pressed but it did not click. The needle was exposed and the nurse poked his/her thumb. It is unknown if the nurse received any medical interventions.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.